Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had damage to the cutting edge of the knife blade and the device lock ring was out of its correct position. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if: the lock ring is inadvertently moved out of position during handling of the reload; if the device was applied on over indicated tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sigphandle, sig power sigphandle handle, (serial (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial (B)(6)) sigpshell, sig power sigpshell control shell, (lot #unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) unk-sigadapt, unknown signia egia adapter, (serial #unknown) sigphandle, sig power sigphandle handle, (serial #unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy procedure, at the time of duodenal resection, the device did not enter firing mode. The issue remained the same even after several attempts and the error sound was heard continuously. It was also noted that the jaws did not close all the way through the end during the issue. A new set of handle, adapter, and shell were used with the same reload; and firing could be performed without a problem. There was no patient injury. After the procedure, a used reload was connected into the initial powered device to check the closing and opening of the device. The jaws closed, but did not open and the reload was able to be removed from the adapter even though it remained closed. When handle was removed, from the shell the display continued to show a confirmation message that the cycling test was completed while the error sound continued to sound. When the handle was inserted back into the same shell, no calibration sound was heard. A calibration sound was heard when the adapter was reloaded; and when the used reload was inserted, the green light lit up and blinked and firing could be performed without any problems.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy procedure, at the time of duodenal resection, the surgeon kept pushing the close button to the end. However, the device did not close completely. The surgeon then tried pushing the green button, but the green lamp did not illuminate and the error tone was continuously heard. The issue remained the same even after several attempts. A new set of handle, adapter, and shell were used with the same reload; the closing and firing could be performed without a problem. A second reload was also used with the new set of powered devices without a problem. There was no patient injury. After the procedure, the second reload was connected into the initial powered device to check the closing and opening of the device. The jaws closed completely, but it did not open; and the reload was able to be removed from the adapter even though it remained closed. When handle was removed from the shell, the display continued to show a confirmation message that the cycling test was completed while the error sound continued to sound. When the handle was inserted back into the same shell, no calibration sound was heard. A calibration sound was heard when the adapter was reloaded; and when the used reload was inserted, the green light lit up and blinked and firing could be performed without any problems.